Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red rash on his back. Hospital staff gave him unmedicated aloe vera for the irritation. The patient reported during a follow-up call that the irritation had improved with the use of the aloe vera.